Event description:
It was reported that during implant procedure for implantable pulse generator (ipg), crossing tv with the delivery catheter was easy, however the delivery catheter always pointed towards inferior free wall. Apex and septum was initially not possible to reach. After several attempts, the implantable pulse generator (ipg) was deployed in an apical place but quite inferior, as operator did not wan to apply too much pressure. Parameters were not good. Recapture was performed. Physician decided to retreat to the right atrial to begin again, and managed to go high septal for placement. However, impedance was 2000 ohms and thresholds around 5 volts. Delivery catheter was withdrawn and the cathode was surrounded by clots. Due to the difficulty to withdraw the clots from delivery catheter and prolonged procedure, a second device was selected, and advanced directly to a mid septal position with acceptable parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.